Event description:
A customer contacted beckman coulter inc. (Bec) regarding a brownish fluid leak coming from underneath the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and observed that the leak was being caused by a broken pinch valve mount. This valve is used to move the needle probe waste to the hgb (hemoglobin) drain. The pinch valve mount was replaced and repairs were verified per established procedures. Results met published performance specifications. No further leaking occurred. The bec internal identifier for this event is (B)(4).